Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was setting off the line insolation monitor, and the black, square piece at the disposable plug-in site was broken. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported problem could not be duplicated. No action was taken due to the condition and age of the device. It was deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.